Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer continued using the pump. The caller planned to load the cartridge independently and acknowledged to reach out if the issue recurred.